Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that approximately 53 months post index procedure, during a follow-up, a CT was performed were a type 1b endoleak was confirmed. It was stated that 2 days later, after embolizing the internal iliac artery, an excluder 12mm leg was added and the leg was extended to external iliac artery (eia). As per the physician, cause of the event cannot be determined. No additional clinical sequalae were reported and the patient will be monitored.